Manufacturer narrative:
No ch2000s-c product samples, videos or photographs were returned for investigation. The device history lot review was not reviewed, no lot number information was provided. A probable cause cannot be identified based on the information that has been provided. Updated information in d9.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap. The spiros reportedly spontaneously disengaged from the needleless connector during a patient infusion of an unspecified chemotherapy drug in the clinic facility. The reported issue has historically and sporadically happened both in the clinic and on ambulatory pumps that have been sent home. There was no report of any required medical intervention or harm.

Manufacturer narrative:
Although the device was requested to be returned multiple times for evaluation, it has not been received.